Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the obtuse marginal artery with mild calcification. The 2.00x23mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal end dissection was noted. Therefore, a 2.00x8mm drug eluting stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.